Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case is cracked front corners. Motor rate error was not found during occlusion test. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: replaced main board as a preventative measure. Device passed functional and delivery tests.

Event description:
It was reported that a watchdog failure event occurred. No patient injury reported.